Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion. Later on, the device presented beeping tones. Therefore, the device was successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion. Later on, the device presented beeping tones. Threfore, the device was successfully replaced with a new device.no additional adverse patient effects were reported.